Event description:
Customer reported his insulin pump has had an alarm a few times. The alarm indicates that the device failed the self test. Customer's blood glucose was unknown. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed a64 during self test due to faulty y1 on the radio frequency board. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.